Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not perform the load fill tubing process during the load sequence resulting in an elevated blood glucose (bg) level. Customer's blood glucose was high; bg value was not provided. Customer administered a correction bolus via pump to treat elevated bg. Tandem technical support educated customer about completing the load fill tubing process.